Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. Technical support instructed contact to charge battery to 100% and check battery percentage after 24 hours. Upon follow up, contact reported the pump battery was functioning as expected.